Event description:
It was reported that the health care professional (hcp) called in for review of stored signal artifact monitoring (sam) episodes and an out-of-range right ventricular (rv) intrinsic amplitude. Technical services reviewed the data and found the sam episodes were due to external electromagnetic interference (emi). Impedance measurements were all within range. Technical services recommended to turn minute ventilation (mv) back on and to consider reprogramming the rv sensitivity to provide a two-time safety margin. At this time, the pacemaker remains in service. No adverse patient effects were reported.